Event description:
Customer claims to have experienced needle hubs breaking on occasion. Customer claims that one occurence resulted in a needle stick injury with a clean needle, as a staff member was drawing medication into a syringe.